Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an automated insulin bolus of approximately 0.67¿0.8 units occurred after a rapid glucose rise of 13 mg/dl in five minutes, followed by a hypoglycemic event while using an ilet system with a dexcom g7 sensor; the patient and contact reported no food intake before the rise and treated with oral glucose and a low carb protein bar. Symptoms included low blood glucose with a nadir of 65 mg/dl without loss of consciousness or other acute sequelae. Outcomes included recovery to 110 mg/dl at home without medical intervention or hospitalization. Investigation included review of available device data and user report, with a plan to review synchronized logs when available. Investigation of this case revealed that the device delivered a correction bolus in response to a detected rapid increase in glucose, and the subsequent hypoglycemia had an unclear cause given limited pre-event data and absence of corroborating intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.